Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. Customer had elevated blood glucose levels (310 mg/dl). Customer did not call into technical support at the time of the issue, therefore no troubleshooting was able to be performed. Customer delivered a correction bolus to stabilize blood glucose levels.